Manufacturer narrative:
(B)(4). The service engineer (se) uploaded the operational software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) due to erratic bottom display. The ventilator was not in use on a patient at the time the malfunction occurred.